Event description:
It was reported that the iodine sponge was partially outside of the minicap. This was noted prior to performing peritoneal dialysis therapy. There was no patient involvement. No additional information is available. This is report 19 of 28 for this event.

Manufacturer narrative:
(B)(4). This lot was manufactured between 07/25/2014 and 08/01/2014. The device has been received and the evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified through a visual inspection but the cause could not be determined. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.